Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in libya. A diabetic patient's mother reported that the patient experienced a hyperglycemic episode on (B)(6) 2026, with blood glucose levels elevated to 275 mg/dl that persisted for 3-4 hours. The patient was treated with insulin via pen injection, which resolved the hyperglycemia and resulted in stable blood glucose levels with no reported complications. No further information available.